Event description:
It was reported that the patient underwent a spinal surgical procedure at l3-5. Sometime post-op, a revision surgery was performed due to adjacent segment disorder. The revision surgery was initially intended to extend the fusion to l1 using dominoes. However, rod breakage was found during the surgery at the right l4/5, and the procedure was eventually changed to rod exchange. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 8699090, 510k # k981676 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.